Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Low pump flow: ¿clinical mentioned that resistance was met at aortic arch and impella cannula kinked. Low flows were reported after pump start with persistent suction. It is likely the low pump flow was as a result of cannula kink. The root cause of the low pump flow was most likely patient condition related as evidenced by clinical detail of cannula kink when resistance was met passing pump through aortic arch and low flow after activation product damage (cannula kink): clinical mention cannula kink below outflow cage when resistance was met passing pump through aortic arch, confirmed via echocardiogram. The root cause of the product damage (cannula kink) was most likely due to a catheter kink as evidenced by clinical details of resistance was met passing pump through aortic arch.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During the implant, resistance was met at the aortic arch and the pump jumped forward and the cannula kinked. The doctor advanced the device to position and started however, low flow and persistent suction were noted, kink clearly visible just below outflow cage, the impella turned to p0 and was swapped out for a new pump and the case was completed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.